Event description:
Pt with cancer of lower esophagus was implanted with an esophageal ii wallstent on 12/15/97. The pt expired on 4/7/98 as a result of terminal sepsis. After the autopsy and re-examination of the x-rays, they noticed that the end of the stent wires in the area of the upper thorax were near the vertebral body and that the stent had eroded through the esophagus into the body.